Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-04572, 1627487-2013-04574. It was reported the pt was experiencing heating while recharging the ipg with the charging system. In addition, the pt reported the ipg was superficial, and was causing the area around the ipg to be uncomfortable. The pt reported when he wears jeans, they rub on the ipg site. It was also reported the pt had not received effective stimulation relief, and reprogramming was unable to resolve the issue. The pt had requested for the scs system to be removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.